Event description:
It was reported that the patient experienced a return of symptoms, itching, some confusion and elevated temperature; his left leg was "moving a lot". The patient's last refill was in 2009, with the next refill due to 2009. The patient was admitted to the hospital. The patient questioned if the pump was working. There were no alarms. The patient had pneumonia. The patient checked himself out of the hospital 6 days after admission, and saw his pump-managing hcp the next day. The hcp did not feel there were any problems with the patient's pump and that the patient's "spasticity/tone was basically the same as per usual." The drug concentration and daily dose were not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.